Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (252 mg/dl). Reportedly, the customer's health care professional recommended the pump correction factor be changed. Tandem technical support guided the customer through adjusting the pump correction factor. Customer delivered a bolus to address elevated bg levels.